Manufacturer narrative:
Pump user guide states: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause hyperglycemia (high bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's cartridge became disconnected from the infusion set tubing causing air bubbles to be observed in the patient line. No impact to the customer's blood glucose. The customer successfully primed the air bubbles.